Event description:
Discordant advia centaur ca 19-9 results were obtained on samples from different patients. The imprecision was seen mostly with reagent pack ID (B)(4). Repeat testing was performed on a different instrument. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant ca 19-9 results.

Manufacturer narrative:
The cause for the discordant advia centaur xp ca19-9 results is unknown. An fse was dispatched to the site and found no issues with the system performance. The reagent pack ID (B)(4) was completely used. The calibration and qc were acceptable. The instrument is performing within specifications. No further evaluation of the device is required.